Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the display screen not functioning properly was not confirmed through this analysis. The provided information indicated that system monitor, (B)(6), information disappears from screen, there were no changes in the history screen as well. The system monitor, serial number (B)(6), was not returned to abbott for evaluation nor pictures of the reported event were submitted for review. Additional information provided indicated that the customer will not be returning the reported system monitor since the unit is now working as expected. Therefore, the complaint file will close accordingly. A specific root cause for the reported event was unable to be determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU). If the system monitor screen does not work, contact abbott's technical service department. Inspection of equipment prior to use and general maintenance of the heartmate ii system are addressed in the power module instructions for use manual. The heartmate power module instructions for use (IFU), cautions the users to contact the ventricular assist device (vad) coordinator or hospital contact for assistance if the system monitor does not function properly or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that information disappeared from the system monitor screen, there were no changes in the history screen as well. The system monitor was reportedly working again following the event.